Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed the device was previously serviced for the same allegation. Evaluation determined the cause to be failing thermistor of upstream assembly. The upstream/ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was reproduced during evaluation. A review of the event history log identified system error 345 messages. The cause was determined to be a failing thermistor of force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.